Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that there was a trend of r-wave diminished sensing on the right ventricular (rv) lead following and magnetic resonance imaging (MRI). The rv lead remains in use. No patient complications have been reported as a result of this event.